Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe drops of insulin exit the infusion set tubing during the fill tubing process. During troubleshooting, the customer disconnected the tubing from the cartridge and reported not seeing insulin exit from the luer lock of the cartridge. Reportedly, a supply change was performed to address the issue. Blood glucose level was not impacted.